Event description:
Complainant alleged that the autopulse resuscitation system displayed a "patient alignment and lifeband placement" message; however, the specific error code correlating to this message was not provided. Complainant also indicated that when the message "patient alignment and lifeband¿ was observed, the device was powered down and the batteries were replaced. The platform was able to be restarted. When the customer proceeded to use the device it did not perform compressions and was therefore removed from the patient. No compressions were ever performed with the autopulse device, as the lifeband never retracted. Manual CPR was performed for approximately 30 minutes. No adverse patient sequelae was reported. Complainant also reported that the platform involved in this incident was utilized during another code and experienced the same issue. This is addressed under MFR report # 3003793491-2013-00962.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned for evaluation. The reported complaint was confirmed; a user advisory 7 fault (discrepancy between load 1 and load 2 too large) was observed during power up of the platform. Multiple ua 7 faults were also observed in the archive, however data was found corresponding to the reported event date of (B)(6) 2013. The investigation results indicated that a defective load cell was the cause of the reported issue.